Event description:
The following publication was reviewed by gore: title: result of thoracic endovascular aortic repair for patients with esophageal cancer source: world journal of surgery 2018;42(5):1551-1558. This retrospective single-center study assessed the feasibility, safety, and effectiveness of thoracic endovascular aortic repair (tevar) in patients with advanced esophageal cancer (ec) complicated by aortic invasion. Between july 2006 and december 2015, 471 ec patients were treated, of whom 18 (3.8%) underwent tevar. Patients were divided into two groups: ¿ salvage group (n=10): emergent tevar for active aortic hemorrhage ¿ prophylactic group (n=8): urgent tevar to prevent bleeding based on high-risk imaging findings all procedures used a gore tag thoracic endoprosthesis deployed via a dryseal sheath over a lunderquist wire under general anesthesia. Hemostasis was achieved in all cases. One salvage patient died of aspiration pneumonia on postoperative day 1. Rebleeding occurred in three salvage cases due to tumor progression beyond the stent graft. No fatal device-related adverse events or stent graft infections were reported. Postoperative complications such as fever and elevated inflammatory markers were transient and resolved within one week. Survival: median overall survival was 3.25 months in the salvage group and 11.10 months in the prophylactic group. Two prophylactic patients were alive at last follow-up. Key case details: ¿ case 5: tevar followed by chemoradiotherapy (crt) and salvage esophagectomy. Six months later, fatal hemorrhage from an aortotracheal fistula occurred. Autopsy revealed aortic wall necrosis and endoleak, but no stent graft infection. ¿ case 8: tevar for distal descending thoracic aorta invasion, followed by crt. Fifteen months later, mediastinal lymph node recurrence with aortic arch invasion caused fatal hemorrhage. ¿ case 9: tevar for aortic arch invasion during crt. Tumor necrosis led to mediastinitis; four months later, a proximal endoleak required secondary tevar. No fatal hemorrhage occurred thereafter. Literature review: in addition to the institutional series, the authors reviewed 21 cases from eight published reports. Indications included salvage treatment for hemorrhage (12 cases) and prophylactic tevar (9 cases). Across these reports, tevar consistently achieved temporary hemostasis, with no intraoperative fatal bleeding. Complications included one graft infection and one transient fever. Long-term survival was rare but possible, particularly when tevar was combined with multimodal therapy. Conclusion: tevar is a feasible and safe palliative option for preventing fatal hemorrhage in patients with advanced ec and aortic invasion. Outcomes appear better with prophylactic tevar than with emergent intervention after bleeding.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: result of thoracic endovascular aortic repair for patients with esophageal cancer source: world journal of surgery 2018;42(5):1551-1558. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.